Event description:
The customer received a questionable intact human chorionic gonadotropin + the ss-subunit (hcg+ss) result for one patient sample. The initial result was <0.1 miu/ml with a data flag and was reported to the pathologist. This result was questioned as it did not correlate with a result of 50 miu/ml for the patient on (B)(6)2012. The sample was repeated with a result of 108.5 miu/ml. The patient was not adversely affected. The hcg+ss reagent lot number was 169563 with an expiration date of 01/30/2014. It was noted the sample was slightly hemolyzed with bit of fibrin in the serum. The customer was not using the recommended sample rack inserts. The field service engineer found the bead mixer was slightly bent and replaced it. The investigation could not determine specific root cause. The fibrin in the sample, tilted primary tube due to the lack of sample rack inserts or the bent bead mixer could have caused the event.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This event occurred in (B)(6).